Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their battery was replaced on 26-jul and the issues were resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID 97712 lot# serial# (B)(4), implanted: (B)(4) 2017, product type: implantable neurostimulator, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the first time the doctor placed the patient¿s implantable neurostimulator (ins), he placed it wrong¿ because it stopped working within a week after implant. It was also discovered that the doctor had put leads into the stenotic tissue which is why ¿they fell out¿. There were no falls or trauma related to this. Due to these issues, the ins and leads were replaced on (B)(6) 2017. There were no further complications reported or anticipated.